Event description:
Device malfunction: sheared sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the splitting with the sheath, a piece of the sheath "sheared off". The device and the sheath with the piece still attached, were removed from the patient anatomy without intervention. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available

Manufacturer narrative:
The device was received. Investigation is not yet complete